Event description:
Over sensing/noise noted on atrial egm of all viewable at/af episodes. Facility and local rep notified. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).